Event description:
Vista nova study patient ID: (B)(6). It was reported that suture placement in the right common femoral artery was performed with one prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly, post procedure, complete hemostasis was not achieved with the single prostyle; therefore, a non-abbott device was deployed and apparently achieved hemostasis. Post procedural imaging noted a possible dissection and an occlusion. The occlusion and dissection were treated with balloon inflation and an implanted stent. Post treatment, hemostasis was achieved with a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. The electronic prostyle instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The patient effects of occlusion, vascular dissection are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. In this case, the IFU deviation would not have contributed to the reported patient effects. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6 medical device problem code: 1494 - indication for use.